Event description:
Revision after dislocation. Primary surgery was in 2000. Implants were placed well and had great ingrowth, surgeon was unsure as to why patient was dislocating. This device is associated with the event reported in 1038671-2010-00180.

Manufacturer narrative:
Engineering evaluation of the returned femoral head did not indicate cracks or fractures. Scratches were noted inside the taper, consistent with a taper locking or interference fit between the femoral head and neck. A visual examination did not indicate a quality, design or manufacturing issue.